Event description:
During validation testing of the syphilis assay on the galileo, the customer reported unexpected negative reactions with several donor samples. Customer tested the samples on the galileo and received reactive for only 4 samples. Of the 15 samples tested, 13 were reactive by sts. Confirmational testing was performed; 11 out of the 13 were reactive.

Manufacturer narrative:
The syph assay was performed on an in-house gaileo with the customer's samples using retention capture-s, lot s107 and capture-s indicator red cells, lots 229046, 229047, and 229048 (lot 229045 that the customer used had expired prior to receiving samples). Customer's samples were reactive in all testing performed. The customer did not return product for investigation.